Event description:
It was reported that the patient died. In (B)(6) 2018, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending to mid lad with 90% stenosis and was 20 mm long and a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 20 mm promus premier stent. Following this post dilation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin. In (B)(6) 2019, post index procedure, the subject died. The cause of death was unknown and no further information is available.